Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, PMA/510(k) number - ni, manufacture date ¿ ni.

Event description:
Information was received based on the review of : "the fate of spacers in the treatment of periprosthetic joint infection". There were 14 hip patients that expired over the course of the study. Three patients were reported to have expired 30 days post-implantation of the cement spacer. Five patients were reported to have expired at 90 days post-implantation. Thirteen patients were reported to have expired at one year post-implantation. Fourteen patients were reported to have expired at two years post-implantation.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.